Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri), however, the previous device check showed six months remaining. Technical services (ts) was consulted and noted the device reached eri due to two extended charge times, which were greater than 15 seconds. Ts recommended device replacement. This ICD remains in service and no adverse patient effects were reported. Additional information was received and it was reported that this ICD was explanted and successfully replaced. No additional adverse patient effects were reported. This ICD has not been returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.